Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose was not impacted as the pump was not being used on the patient at the time of the event. Reportedly the customer had an alternate pump for insulin therapy.